Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy for oversensing of noisy signals. This s-ICD remains in service. No additional adverse patient effects were reported.